Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient states they have a right stryker knee and they have nickel levels in their blood which registered 13.01. Patient is in severe pain in knee and surgeon says patient has a nickel allergy and requires revision surgery. Patient is asking for nickel content in the implants and what we can offer that does not contain nickel.

Manufacturer narrative:
An event regarding an alleged allergy/reaction involving a triathlon femoral component #6. Was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as the device was not returned. Review of the 16-oct-2014 ¿material information for suspected type IV (delayed) hypersensitivity reaction¿ memo from stryker orthopaedics sterilization sciences, indicates that triathlon femoral and baseplate components are manufactured of vitallium cobalt chrome alloy, which conforms to international standard (B)(4). Medical records received and evaluation: the clinical consultant concluded that since the triathlon femoral and baseplate components were cemented, minimal direct contact of the alloy with host tissue was likely, and that there was no surgical histopathology from the arthroscopic debridement of (B)(6) 2015 to confirm allergic reaction to support the alleged nickel allergy. Device history review: confirmed all devices accepted into finished goods conformed to specification complaint history review: confirmed no other events were reported for the lot indicated. Conclusions: the event was not confirmed. The clinical consultant concluded that since the triathlon femoral and baseplate components were cemented, minimal direct contact of the alloy with host tissue was likely, and that there was no surgical histopathology from the arthroscopic debridement of (B)(6) 2015 to confirm allergic reaction to support the alleged nickel allergy. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient states they have a right stryker knee and they have nickel levels in their blood which registered 13.01. Patient is in severe pain in knee and surgeon says patient has a nickel allergy and requires revision surgery. Patient is asking for nickel content in the implants and what we can offer that does not contain nickel.